Event description:
Event description guidant received information that this patient was experiencing syncopal episodes and was admitted to the emergency room. Upon interrogation of the pacemaker, it had recorded atrial paced beats and ventricular paced beats with a ventricular sensed beat following (ap-vp-vs). This is ususally indicative of loss of capture or oversensing, which can result in syncope. The patient is pacemaker dependent.